Event description:
The customer reported via phone call experiencing unexplained high and low blood glucose levels since the day prior to the call. The customer stated that she had low blood glucose during the high blood glucose troubleshooting procedure. She stated that she woke up with low blood glucose of 50 mg/dl after eating popcorn and delivering insulin that she originally thought was calculated correctly. She treated with food and glucose tablets. The customer's most recent blood glucose was 306 mg/dl. It was found that the customer had forgotten to prime the infusion set, which may have contributed to the high blood glucose. She was assisted with priming. The reservoir showed more insulin than what was shown on the status screen. The insulin pump passed the high pressure test. The customer stated that the device had not been exposed to a strong magnetic field and was advised to monitor the device. She was advised to consult her doctor regarding the low blood glucose and change the complete set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.